Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc4646c95tu, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for an endovascular treatment. Approximately 23 months post implant it was reported the corelab observed a type ib endoleak from cts taken on (B)(6) 2020 it was reported that as the 2 valiant navions implanted are the same size, it is unknown which stent graft was implanted distally and contains the ib endoleak, from the CT imaging that was performed. No cause of the event was provided. No additional clinical sequalae were reported and the patient will be monitored.